Event description:
Allegedly the component disassociated. Original report stated patient fell then had a prominence in front of knee.

Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Although several attempts have been made, no medwatch 3500 has been received from the user facility. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.